Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the red adaptor came off from the pilot balloon of a smiths medical portex® cuffed blue line ultra® tracheostomy tube. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one blue line classic tracheostomy tube was returned for investigation in used condition without its original packaging. The sample was visually inspected, at a distance of 12 to 16 inches and under normal conditions of illumination. No discrepancies were found with the red adapter. A syringe was used to inflate the cuff of the sample in order to look for any damage in the red adapter. No discrepancies were found in the retuned device. The customer's reported product problem could not be replicated. A root cause for the product problem could. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.